Manufacturer narrative:
The pump had blank display, and the problem was isolated to lcd. (B)(4).

Event description:
The customer's mother reported via phone call of issues with customer's insulin pump. The mother states the customer has not used the pump for about a year. The mother states the pump was stored without a battery. The mother states the pump had blank display. The customer's blood glucose level was 400mg/dl. Troubleshoot was conducted. The customer was advised the pump would have to be replaced and returned for analysis.